Event description:
In 2007, the mother of a patient reported that the patient's blood glucose elevated to 600 mg/dl, and she was shaking and sweating. Her normal blood glucose level is 140 mg/dl. The mother stated that the patient tested positive for ketones at 9atm. The patient was given a 6 unit injection of insulin and 6 hours later her blood glucose decreased to 98 mg/dl. The mother stated that the patient may possibly have chicken pox due to dark spots on her body and the physician recommended that she raise the patient's basal rates from 0.4 units of insulin per hour to 0.5. Troubleshooting did not reveal any product issues. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.